Event description:
According to the reporter, the suction port was physically broken off after surgery when disconnecting the suction tubing. It worked fine until that point. No information for patient involvement. No additional information given for the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the suction port was broken. No information for patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed on the product and discoloration around and inside aspiration spigot is the result of almost 5 years of repeated sterilizations. It appears that spigot material is a free machining type with a high sulfur content. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage to the spigot is the result of repeated sterilizations and the rust and discoloration may be due to the use of corrosive cleaning agent which breaks through the surface of the material and exposes new ferrite. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.